Event description:
Customer reported the pump had over infused.

Manufacturer narrative:
Unit received operable and fails flow rate accuracy test with erratic deliveries. A contaminated pump assembly was determined to be the cause of the reported over infusion. Pump assembly was cleaned and greased and performs within specifications of the device.